Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37761 serial# (B)(6) product type recharger product ID 37761 serial# (B)(6) product type recharger product ID 37651 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(6). H3. Analysis of the desktop charger (s/n (B)(6)) found the connector pin at the end of the cable was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger was not charging, and they saw a screen that indicated the recharger battery was about to lose power. The desktop charger dtc cord and connector pin were not damaged (the caller mentioned the desktop charger was replaced recently - see (B)(4)). The caller confirmed the power indicator light on the ac power supply was solid green. During the call, the agent had the caller connect the dtc to the insr, and they confirmed the insr was charging, but the charge level had not gotten above 25% in the past two days. The caller confirmed the patient could charge their ins while the dtc was connected to the insr. The issue was not resolved. An email was sent to the repair department to replace the desktop charger. The agent advised the caller to call patient services if the replacement dtc did not resolve the issue. No symptoms/patient complications reported. Additional information received from the consumer reported they received the replacement desktop charger, but it didn¿t resolve the issue as the recharger still showed the ¿charge your recharger¿ screen when the desktop charger was unplugged. In addition, the recharger wouldn¿t get above 25% when plugged into the desktop charger. It was confirmed the consumer could still charge their implant as long as they kept the desktop charger plugged in. The manufacturer¿s representative (rep) reported they were going to meet with the patient to get them a wireless recharger.